Event description:
The patient was implanted with two ventricular assist devices, (vad) as a bivad pt. It was reported by the vad coordinator that the pt had white fibrin strands in the rvad requiring a pump exchange.

Manufacturer narrative:
The pump was explanted in 2008 due to the pt receiving a pump exchange. The MFR was unable to conduct an investigation of the device as at the time of the exchange the device was disposed of. A review of the device history records showed no deviations from manufacturing or qa specifications. No further info is available. The MFR is closing its file on this event.